Event description:
A surgical coordinator reported that during the first case of the day, the irrigation/aspiration tip would not aspirate. The tip were flushed but still would not aspirate. The o-rings were changed but the problem was not resolved. A second tip was used and the case was completed with no impact to the patient. This is the first of two reports being filed for this facility.

Manufacturer narrative:
One irrigation/aspiration (I/a) straight handpiece tip was returned for not aspirating. The device history record for the lot was reviewed. One unrelated abnormality that did not contributed to the customer complaint issue was found during the device history record review. The product was released according to manufacturer's acceptance criteria. A complaint history review performed indicates no additional complaints was associated with the lot. The handpiece tip was visually inspected using (B)(4) magnification. The handpiece tip head was a very large dent. The aspiration hole is compete ly clogged solid with surgical material. A flow test was performed due to the magnitude of the occlusion present in the aspiration hole. The evaluation does confirm the handpiece tip would not aspirate correctly due to the occluded state of the handpiece tip that was visually observed. The root cause of the poor aspiration flow is due to failure of the customer to follow the directions for use (dfu). If a handpiece tip is not cleaned properly, it will start to become occluded or become completely occluded and the aspiration flow will decline. The end user must follow the dfu to clean the handpiece tip immediately after its use and also to inspect the handpiece tip prior to each use. All handpiece tips are 100% inspected and checked for no occlusion by trained operators during the manufacturing process. (B)(4).